Manufacturer narrative:
Batch review performed on 28-jun-2022. Lot 114064: (B)(4) items manufactured and released on 16-jan-2012. Expiration date: 2016-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Visual inspection performed by r&d manager: during the analysis it is evaluated that almost whole ha coating on the stem body has been completely absorbed by patient bone as expected. Only some ha residuals are present proximally close to the resection line. Some signs and scratches are present on the neck part probably due to revision surgery. It is not possible to determine the root cause of reported stem loosening.

Event description:
Revision surgery performed due to stem mobilization after 9 years and 2 months from the primary surgery.